Manufacturer narrative:
The devices associated with this report were not returned. The complaint shall be closed with an undetermined conclusion. Complaints will be monitored under post market surveillance sep (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the handles are cracked. A complaint database search on the provided product code identified similar reports for handle damage/breakage. A previous evaluation found the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor complaints under post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle/s are cracked around the shaft intersection with the handle. This case has been reported by the loan kit technician during loan kit inspection.